Event description:
It was reported that a revision exploration was performed of a l3-s1 posterior lumbar fusion done with matrix. The patient was complaining of significant leg pain, roughly seven weeks post operatively. Upon exploration, the surgeon elected to remove the caps and sacral screws on the right and left as well as the left and right l3 screws. Both were upsized and replaced. The surgeon determined the s1 screws bilaterally were loose, but he was unable to determine if that was the reason for the leg pain. The surgeon decompressed the nerve completely. A total of four screws were replaced. This report is for two unknown screws. This is report 2 of 5 for com-(B)(4).

Manufacturer narrative:
This report is for two unknown screws/unknown lots. It is unknown if these screws were explanted or remain in the patient. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The location of the two screws was reported to be s1 level